Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient had erratic cgm values, reported as being ¿all over the place¿. The patient went to school for the day. The patient¿s parent received a call from the school that the patient¿s cgm was reading 59 mg/dl and then 10 minutes later, the patient had a seizure. It was alleged that the cgm may have been inaccurate at this time. No bg meter fingerstick was taken for comparison. The school nurse treated the patient with nasal glucagon. There was no information that the patient went to the emergency room. The patient recovered after treatment and was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.